Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 30 mmol/l and received insulin flow block alarm during bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Auto mode was not active at the time of reported event. The customer stated that they uses auto mode feature at the time of high blood glucose event. The customer was treated for the high blood glucose with needles. Customer reported that the insulin exited at quick release. The insulin pump will not be returned for analysis.